Manufacturer narrative:
After investigation, the most probable cause to explain the alleged condition is that the wheel assembly saw a force above specifications, causing it to fracture. The manner in which the wheel hub broke out is consistent with failures observed when the cot is dropped out of the back of the ambulance.

Event description:
It was reported that a wheel broke during transport. No adverse consequence is alleged.